Event description:
On (B) (6) 2008, the patient asked how often he should change his infusion set. He stated that his current infusion site had been in use for 4 days. He was advised to change the infusion site every 3 days and the infusion tubing every 6 days. He stated that he has been having issues with the infusion site adhesive sticking to his skin. On (B) (6) /2008 or (B) (6) 2008, he stated that the infusion site began to peel away and he taped it to his body. He stated that this occurs after the 2nd day of use. He stated that he uses IV prep wipes to clean his skin prior to adhering the infusion site and he allows it to dry completely. No physiological effects were reported. He was sent to a complimentary box of adhesive dressing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.